Event description:
It was reported that shaft break occurred. The patient presented with coronary heart disease and underwent percutaneous coronary intervention. The target lesion was located in right coronary artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon was fractured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1: initial reporter updated.

Event description:
It was reported that shaft break occurred. The patient presented with coronary heart disease and underwent percutaneous coronary intervention. The target lesion was located in right coronary artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon was fractured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. It was further reported that the shaft was not broken as what was previously reported, rather it was the balloon material that ruptured.there was a discontinuous calcification in the proximal end of left anterior descending artery having a severely stenosis of 85%. Also, a calcified nodule was noted in the proximal end of circumflex branch which was 80% severely stenosed. In addition, the balloon ruptured on the fourth inflation at 18 atmospheres for 1 second.